Event description:
The international customer reported the device was alarming due to a low inspiratory pressure alarm during use on a patient. The customer reported there was no patient harm. The customer will replace the 3 station solenoid to complete the service. Failure of the 3 station solenoid may result in a system leak with pressure loss. A leak that creates a pressure loss during use on a patient can be detrimental to the patient.

Manufacturer narrative:
Part return requested from distributor.